Event description:
Pt had a bi-v pacemaker that was about 3 yrs old. Several weeks ago the patient started having diaphragmatic stimulation. Pt came in as an outpatient and physician attempted troubleshooting, but could not correct problem. A temporary pacemaker was used and patient scheduled to have a new pacemaker installed. During testing to reproduce stim. Device went to eri and patient went asystole. Emergency button was hit, some spaces without capture, sometimes inhibited. After change and reprograming the eri was gone.